Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tracheal suction catheter was larger in diameter and missing the depth markings as indicated by the packaging compared to the same product with a different lot number. The customer attempted to use the catheter on the patient, however it did not fit into the opening. The catheter was replaced.

Event description:
It was reported that the tracheal suction catheter was larger in diameter and missing the depth markings as indicated by the packaging compared to the same product with a different lot number. The customer attempted to use the catheter on the patient, however it did not fit into the opening. The catheter was replaced.

Manufacturer narrative:
The reported issue was confirmed as manufacturing related. Visual inspection noted the 8 samples were opened and noted that catheter configuration did not match the current configuration of catalog 0140080. The 8fr catheter requires print marks; however, the plastic sleeve over the catheter is not required. The dimensional assessment found that the samples measured 14fr. CAPA ng-CAPA-(B)(4) was initiated on 10/20/2017. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: ¿1 unit not made with natural rubber latex. Do not use if package is damage. Single use. Do not resterilize. Rx only".